Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) . A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) pump turned off, not in use. The indicator showed half the content of cylinder. There is currently no helium in the cylinder and gas is escaping from the pump. There was no patient involved.